Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the personality module surgeon console (pmsc) and completed the failure analysis investigation. The pmsc was installed on the in-house system and failed the video test. The left eye was black and the right eye was working properly. The high resolution stereo viewer (hrsv) monitor has been received but the failure analysis is still in progress. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the right high resolution stereoscopic viewer (hrsv) and completed the failure analysis investigation. The hrsv had a scratched panel and intermittently produced an image. The circuit board also needed replacement.

Manufacturer narrative:
Isi has received the hrsv for failure analysis, however, the failure analysis has not been completed. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis has been completed. Furthermore, the return of the pmsc is still pending. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the left eye in the surgeon side console (ssc) was black. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the vision cart and circuit breakers on the ssc, disconnect the video output cable and try another blue fiber cable but the issue persisted. At that time, the surgeon made the decision to complete the procedure using another da vinci surgical system. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and confirmed that the site switched to another da vinci si system. The procedure was completed robotically with no injury to the patient after switching systems. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced both the personality module surgeon console (pmsc) and the high resolution stereo viewer (hrsv) monitor. The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient. The pmsc houses the video inputs and outputs and audio connections between the surgeon console and the other carts of the system.